Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional of the clinical study reported the patient's lead migrated/dislodged and they had a loss of adequate pain coverage. They attempted to reprogram the patient but no pain relief was obtained. They used fluoroscopy to determine that the leads migrated by two vertebral levels. The leads were re-positioned from t8-t9 to t7 on (B)(6) 2016. The event was considered resolved without sequelae and the etiology was due to the leads and was related to the device or therapy and was not related to the implant procedure. Patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.